Event description:
The resident was allegedly found dead with her head, from her ear down to her jaw, on the left side rail with her face down on the mattress.

Manufacturer narrative:
Manufacturer received information of a patient who was found face down in a mattress towards the bottom of the bed. Based on initial information received, zone of entrapment appears to be zone 4. MDR filed based on death. No additional information has been provided at this time. See scanned pages.